Event description:
Patient reported a right side implant exchange due to the patient's concern with the product. Patient later reported rupture. Device has been explanted, not replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a right side implant exchange, due to the patient's concern with the product. Patient later reported, rupture. Device remains implanted.